Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device but could not duplicate the reported phenomenon. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from sorc, omsc surmised it might be occurred due to the failure of the image sensor unit, or the printed circuit board on the video connector, or the system. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device had noise during the unspecified procedure. The intended procedure was completed with using another similar device. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.